Manufacturer narrative:
Initial report sent: 11/27/2007.

Event description:
Procedure type: esophagogastrectomy. Patient gender: female. According to the reporter: the surgeon heard the instrument make a strange noise during firing and that the staple line was incomplete. Another device was used to complete the procedure. The operating time was extended however no bleeding occurred as a result.